Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 to date. The event occurred on (B)(6) 2025, which is (63 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, and the pump was produced according to our specification.

Event description:
On 2025-03-19, berlin heart gmbh clinical affairs was informed by the clinic in (B)(6) that a patient with excor blood pump pu valves; 15 ml in/out; ø 9 mm had a stroke on (B)(6) 2025. The following CT scan showed acute left posterior cerebral artery (pca) territory and distal middle cerebral artery (mca) cortical infarcts, with filling defects in keeping with thrombosis involving the basilar tip and p1 segment of the left pca. Also noted is poor opacification of the upper cervical, petrous and cavernous segments of the left ica which may also represent thrombosis. One minimal fibrin deposit was seen in the blood pump before and after the event. Anticoagulation was stable in the expected range and no infection was present. The patient was undergoing neuroprotective intubation and ventilation. According to the updated information received on 2025-03-19, the patient was extubated but continues to be self-ventilated. The patient has severe right sided weakness and facial asymmetry and is not verbal, irritable and sleepy, but slightly improved.